Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not report a lot number. A follow-up report will be submitted if more info becomes available. Eval conclusion: a follow-up report will be submitted if more info becomes available.

Event description:
The customer reported that the hemostasis valve broke off at the luer connection during a cardiac interventional procedure. No harm or injury was reported.